Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 instrument. Quality control (qc) was in range at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the instrument, replaced all integrated multisensor technology (imt) tubing, super conditioned the system, aligned all probes, verified proper operation of the reagent probe and sample probe cleaner systems, cleaned windows, aligned the imt pump, calibrated the imt system and ran qc and system check, which recovered acceptably. Siemens reviewed the instrument data and ruled out reagent issues as qc recovered within acceptable ranges on the day of the event. Siemens further evaluated the event and concluded that the fluid flow issue in the imt system, addressed with the service actions above, potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient plasma sample on the dimension exl 200 instrument. The erroneous result was not reported to the physician(s). The plasma sample was repeated on the original instrument. A serum sample from the same patient was also processed on the same instrument twice and the highest result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to falsely depressed na result.